Event description:
It was reported that the patient implanted with this pacemaker was admitted to the intensive care unit (ICU) due to complications with a pacemaker malfunction. The patient had syncope and became weak and tired. In the hospital, the patient's heart rate was below the programmed threshold. An x-ray was performed and confirmed there was no displacement of the implanted leads. When the local sales representative attended a device check, the pacemaker was not able to be interrogated with a programmer. A magnet was applied, but no response to the magnet was observed. The device was explanted and replaced the following day. Premature battery depletion was suspected to be the cause for the incident. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. In this device, the battery was depleted such that pacing therapy was no longer available. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient implanted with this pacemaker was admitted to the intensive care unit (ICU) due to complications with a pacemaker malfunction. The patient had syncope and became weak and tired. In the hospital, the patient's heart rate was below the programmed threshold. An x-ray was performed and confirmed there was no displacement of the implanted leads. When the local sales representative attended a device check, the pacemaker was not able to be interrogated with a programmer. A magnet was applied, but no response to the magnet was observed. The device was explanted and replaced the following day. Premature battery depletion was suspected to be the cause for the incident. No additional adverse patient effects were reported. The explanted device was returned for analysis.